Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the lead was returned in two parts. The lead tines were missing. The insulation was abraded at 18.8 cm to 19.0 cm from the distal end.

Event description:
It was reported that during a routine follow up, the lead exhibited unacceptable thresholds and high impedances. The lead was explanted and replaced.